Event description:
Upon introducing the 032 separator into the 032 catheter, the separator buckled outside the hub, which caused the wire to kink. A second separator was introduced and the same problem was encountered. The 032 catheter was then removed and the physician decided to introduce an 041 system. The procedure went well after that with no pt adverse events. After removing the original 032 catheter, no kinks were observed on the outer portion, but unfortunately, the 032 catheter was accidentally discarded by nurse.

Manufacturer narrative:
Technical eval: both separators had multiple bends near the proximal support taper. Conclusion: during use, both separators were moved proximal to a point where the taper was outside the valve of the rhv. Then when the separator was advanced, it bent. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record was completed on part # 0533 (lot # l12506). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specifications. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.